Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via telephone call that the customer suspends the insulin pump when the blood glucose drops low, and then forgets it is suspended and the blood glucose goes high. The customer had a high blood glucose of 409 mg/dl. The caller declined troubleshooting for high or low blood glucose.